Event description:
A reading of hi was received and then within 15 minutes a second reading of 261 mg/dl. Customer received 8 units of nph insulin and 8 units of regular insulin. All readings were obtained from the fingertips.